Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence, as the device was no longer working as expected. After thorough clinical evaluation, it was decided to perform a replacement surgery. The entire aus was removed and replaced with a new device. No additional patient complications were reported and the patient is expected to fully recover.